Event description:
It was reported that the patient faced an event on (B)(6) 2026 where the patient does not have sufficient subcutaneous tissue at the insertion site which led to bent cannula. This led to occlusion and led to high blood glucose and managed it with insulin pen.

Manufacturer narrative:
E1: name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380